Manufacturer narrative:
This impella cp device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella introducer.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted via the right femoral artery in a 73-year-old male patient undergoing high-risk percutaneous coronary intervention (hrpci) who presented in scai stage shock. The patient had a history of hypertension and prior rca stenting, with several days of worsening dyspnea, chest pain, and reduced urine output prior to admission. Pre-procedure evaluation showed lvef 15¿20% and multivessel coronary artery disease, and cardiothoracic surgery recommended temporary mechanical circulatory support with an impella cp while determining pci candidacy. During the procedure, a peel away sheath was left in place to allow single access pci the following day. During support, the patient developed hemolysis evidenced by tinged urine, with no anatomic cardiac abnormalities and no blood products administered. Imaging was not used to assess pump position at the time of the event, and device involvement remained unknown. The treating physician elected to leave the peel away sheath in place which was identified as a contributing factor to hemolysis. The device was not removed, and the patient ultimately remained stable and survived to explant. Based on the available information, the episode of hemolysis appears clinically associated with temporary impella support and the decision to leave the peel away sheath in place, rather than any confirmed device malfunction. Final assessment remains pending device analysis; however, current findings do not indicate a systemic impella performance failure. Hemolysis is a known risk associated with the impella cp per the instructions for use (IFU).